Manufacturer narrative:
Product not available.

Event description:
The user facility reported the device triggers were sticking during testing prior to a procedure. This can cause or contribute to device run-on. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.